Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller worked with technical support to perform a complete pump reset, after which the error did not appear, and the customer successfully began their sensor session.